Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness / rupture. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old caucasian female who underwent primary breast augmentation with a 700cc mentor memorygel breast implant experienced left sided rupture and several unexplained systemic symptoms post procedure. Hair loss, bone pain, and insomnia were noted. As a result, explant without replacement was performed on (B)(6) 2023. The patient¿s condition is improved.

Manufacturer narrative:
Additional information was received on january 3, 2024. This event was sent to the FDA in a separate reports under mw5149213 and mw5149214. In addition to the issues previously listed, the patient had adherence of silicone to the chest wall. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on november 15, 2023. The event date was clarified to be (B)(6) 2018. This is when a keyhole deformity consistent with rupture was first discovered via magnetic resonance imaging. In addition to the issues reported previously, the patient also experienced baker grade IV capsular contracture. Reason for device explant and/or reoperation: capsular contracture/rupture/generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on february 28, 2025. In addition to the issues reported previously, the patient also experienced adherence to the chest wall and skin loss. Manufacturer¿s reference number: (B)(4).